Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was recharging the ins much more frequently in the past couple of months. The patient reported charging the ins to full and then it depleting within an overnight use. The rep had attempted to interrogate the ins but the battery was depleted. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient's device was replaced. Pre-operative impedances were unable to be run related to device not being charged. Intra-operative impedances were out of range (oor). The lead 0-7 port looked orange in color and met resistance coming out of the device per the physician. "The impedances were oor intra-op so patient closed." Post-op the patient was unable to get stimulation on their 0-7 lead but was able to get stimulation on the 8-15 lead which covered their painful areas with great stimulation.

Manufacturer narrative:
Analysis of the ins (nkf712027h) found c200 - no significant anomaly - battery life reduced due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient's device was replaced. Pre-operative impedances were unable to be run related to device not being charged. Intra-operative impedances were out of range (oor). The lead 0-7 port looked orange in color and met resistance coming out of the device per the physician. "The impedances were oor intra-op so patient closed." Post-op the patient was unable to get stimulation on their 0-7 lead but was able to get stimulation on the 8-15 lead which covered their painful areas with great stimulation.

Event description:
Additional information was received from the representative (rep) and a healthcare professional (hcp). It was reported that the rep was unable to interrogate with the implant at the time of the appointment and since the patient was only 1 year away from end of life, the hcp discussed just replacing it.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the representative (rep). It was reported that an impedance check was repeated and showed 0-7 contacts all greater than 10000 ohms. Contacts 8-15 were within normal limits. The rep reported that the patient had great right-sided stimulation but was unable to get much on the left side. The patient was going to use the stimulation over the next month until the next follow-up appointment on (B)(6) 2017. If the patient thought the stimulation was still inadequate, she would discuss lead revision. The patient also reported falling a few months ago and getting a minor concussion from it.